Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6), implanted: (B)(6) 2021, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) ubd: 08-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that they can feel a wire above where their stimulator is. Patient stated this started about 3 days ago. Patient denied any falls/trauma to implant site. The patient was redirected to their healthcare provider to further address the issue. 2025-jul-25 additional information was received from the patient. They reported that yes they felt a migration. They felt (approximately 1 week ago) what they believe is the wire about ¾ inch above the implant surgical site and device. The patient stated still have response when they test the program.